Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the threshold test portion of the device interrogation, radio frequency (rf) telemetry was lost which caused the threshold test to continue even after loss of capture. The boston scientific sales representative was not present at the device interrogation and stated that the clinician was unaware that the cancel and end test buttons would stop the threshold test. It was noted that the patient has complete heart block. No adverse patient effects were reported.